Event description:
It was reported that pauses were noted on a holter monitor and interrogation showed there was no ventricular pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).